Event description:
Patient has sharp pain around patella. Poly exchange was done.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it becomes available, the evaluation summary will be submitted in a supplemental report. Not returned to manufacturer.

Manufacturer narrative:
An event regarding pain involving a scorpio insert was reported. The event was not confirmed. Method and results: device evaluation and results: could not be performed as no items associated with the event were returned or made available for evaluation. Medical records received and evaluation: not performed as no medical records were provided. Device history review: a review of the device history records could not be performed as no lot ID was invalid. Complaint history review: a complaint history review could not be performed as no lot ID was invalid. Conclusions: the exact cause of the reported pain could not be determined due to a lack of information. Further information such as the reported device, medical records, and x-rays are needed to complete the investigation for determining the root cause. A CAPA trend analysis was conducted for the reported failure mode and concluded pain may result from other factors not necessarily related to the device.

Event description:
Patient has sharp pain around patella. Poly exchange was done.